Event description:
It was reported that the brakes would not engage due to a pinched wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes would not engage due to a pinched wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the brakes could be engaged manually. Brakes not being able to engage electronically would result in caregiver annoyance; however, the brakes could still be controlled through the manual brake pedals on either side of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.